Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implant was raised up and angry looking. They think it's causing poor coupling even though the patient has moved the antenna around. Post implant charging recommendations were reviewed and offered coupling troubleshooting now or in the future after the implantable neurostimulator (ins) site has healed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612, serial# (B)(4), implanted: (B)(6) 2020. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when it was stated the implant was ¿raised up and angry looking¿ the patient was saying that it was right after the implant and that made it difficult to charge. They were waiting for the wound to heal. The poor coupling resolved ¿ the vest was said to be no use though.